Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a fractured abutment screw (unk screw) stuck in a dental implant (niosm313). Doctor was unable to remove the fractured screw and therefore removed the implant. No additional patient consequences were reported.

Manufacturer narrative:
One nanotite implant was returned for inspection with a removed abutment. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged malfunction is confirmed. The other half of the screw was caught in the abutment drive feature and is confirmed to be fractured at the middle of the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection; page d. A root cause cannot be determined

Event description:
It was reported that the patient presented with a fractured abutment screw (iunihg) stuck in a dental implant (niosm313). Doctor was unable to remove the fractured screw and therefore removed the implant. No additional patient consequences were reported.